Event description:
Same case as MFR#: 2134265-2010-02110. It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The <70% stenosed lesion being treated was located in the non-tortuous, very calcified proximal and mid right coronary artery (rca). The lesion was predilated with a 2.5x15mm apex, inflated to 8atm for 45 seconds and 20atm for 40 seconds. A 2.75x38mm taxus liberte was deployed in the mid rca. Then the physician attempted to place a 2.50x16mm taxus liberte distally, but was unable to cross the 2.75x38mm stent at the proximal area. The physician attempted to advance the stent a few times without success. Upon removal of the 2.50x16mm taxus liberte stent, the physician noticed that stent was not on the stent delivery system (sds). The stent was identified in the ostial/proximal rca. A 2.0x15mm non-bsc balloon was used to deploy the 2.50x16 stent proximal to the 2.75x38mm stent. A 2.50x15mm promus stent was placed distal to the 2.75x38 stent. The physician ¿felt something¿ distal to 2.5x15mm stent and attempted to place a 2.50x12mm promus stent, but was unable to cross the lesion. Ivus identified the 2.75x38mm stent was not adequately expanded. A 2.75x20mm quantum balloon was used to post dilate the 2.75x38mm stent, inflated 4 times to 10-14atm for 15-54 seconds. Ivus revealed the 2.75x38 stents distal portion ¿looked good¿. Patient status reported as "fine".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).